Event description:
It was reported that an end of service (eos) condition was missed. At a routine refill appointment the health care provider (hcp) saw an 'eri' (elective replacement indicator) and 'replace pump by (B)(6) 2012' and was 'kicked' out when she tried to reprogram the pump. 3.6ml actual residual volume was aspirated, the expected residual volume was 4ml, the hcp stated residual volume 'indicated pump was still working.' It was also noted that the patient 'missed' 0.4mcg of drug because the therapy had stopped 4 days prior to appointment. The patient lived in a care facility, heard the pump alarming 'for a while,' and did not notify anyone that his pump was alarming. It was noted that the device is in the patient's 'butt' and that facility may not have heard the alarm if the patient was sitting or lying on the device. It was noted that the patient 'did not go through withdrawal,' that he was 'sluggish and slow' the day of this report, but was able to drive his electric wheelchair and was able to assist in transferring himself during the appointment. I t was also noted that the patient asked if the pump not working would 'make it harder for him to stand,' but it was not clear if he was having difficulty standing. It was later reported that the pump was replaced with hospitalization, the same day as the refill appointment. It was also noted that the patient thought his pump alarm was his wrist watch. Patient symptoms reported were itching and increased spasticity 'a couple of days prior to the appointment.' The cause of the pump stopping was 'normal battery depletion.' Patient outcome listed as no injury. The device system was used to infuse baclofen. No further information was reported.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).